Manufacturer narrative:
E.1 initial reporter facility: (B)(6) hospital. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the storage space was failed. A field service engineer (fse) inspected the unit and found that the half height drawer would not close. The system was powered down, and inspection revealed a damaged bearing cage preventing closure, along with a broken right slide. All pockets were removed, the drawer was replaced, and a firmware update was performed. After reinstalling the pockets, a center divider obstructing the drawer was identified, so the pockets and drawer were removed, the center divider was removed and reinstalled, and the unit was reassembled, then run successfully, the system was restarted, the drawer was configured, and the customer tested the unit. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had storage space failure. Customer tried to reboot/ recover the drawer, but issue did not resolve. The customer stated that the malfunction occurred when a user tried to issue medication to the patient and caused a delay to patient care. However, there were no adverse events or injuries reported based on this event.